Event description:
It was reported that the pump shut off unexpectedly. The customer will continue to use the current pump. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.